Event description:
The patient had a 20cm in-stent restenosis (isr) in the superficial femoral artery (fsa). To treat about 4cm of tissue in the sfa isr, the (p4016) ms-f silverhawk device was used. The device was removed, at the end of the case, when the housing separated from the catheter. The physician up-sized the device to a (p4016) lx silverhawk, to treat the rest of the sfa. A few passes and two insertions were made with the lx device. After cleaning the device the second time, the cutter would not close properly. The technician noticed the laminant seemed to be separating or splitting in the nose cone. The device was replaced. After visualization of the runoff, some debris was observed at the anterior tibial (at) posterior tibial (pt) junction. A glide catheter was used to remove the debris and found there to be a small atheroma and a large atheroma. Visualization of the run off concluded that the vessels were open again. This atheroma could have been caused by snowplowing through the total isr, or have been knocked off the vessel wall by one of the ancillary devices (e.g. Sheath, guidewire, balloon, etc.) In follow-up correspondence with our district sales manager, on 3/8/2006, patient is doing fine.